Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with one cartridge during basal delivery. Customer's blood glucose level was not impacted. Customer declined to load a new cartridge onto the pump and indicated that the cartridge would be reloaded.